Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following: the instrument's distal pulley had scratch marks and abrasions. The instrument's grip tips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .095 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was noted that a frayed wire was observed on the fenestrated bipolar forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.